Manufacturer narrative:
Correction: g4.

Event description:
On 30/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. During intake the patient¿s pd registered nurse (pdrn) reported the patient¿s expiration was unrelated to pd therapy. No additional information provided during intake. Attempts to obtain additional clinical information (e.g., esrd death notification, death certificate, discharge summary) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of death, as the patient was undergoing treatment when the patient¿s expiration occurred. The definitive etiology of the serious adverse events is currently unknown; therefore, causality cannot be firmly established. It should be noted that limited clinical information precluded a more comprehensive investigation. However, during intake the pdrn stated the patient¿s death was unrelated to pd therapy, nor was there any report a fresenius device(s) and/or product(s) malfunction or deficiency occurred. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 30/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. During intake the patient¿s pd registered nurse (pdrn) reported the patient¿s expiration was unrelated to pd therapy. No additional information provided during intake. Attempts to obtain additional clinical information (e.g., esrd death notification, death certificate, discharge summary) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 30/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. During intake the patient¿s pd registered nurse (pdrn) reported the patient¿s expiration was unrelated to pd therapy. No additional information provided during intake. Attempts to obtain additional clinical information (e.g., esrd death notification, death certificate, discharge summary) were unsuccessful.